Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported inaccurate psi readings. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned sensor was evaluated. External visual inspection showed no damage. The sponge pads on the electrodes were removed. Fibers from the pads and dried gel deposits were observed on the electrodes. Continuity testing was performed and an open circuit was observed across all the electrodes. The gel and fiber residue was removed and continuity testing was performed. Good continuity was now observed across all of the electrodes. An open connection was observed on the r1 electrode when performing continuity testing between the electrodes and the connector. The sensor was returned used. Functional testing could not be performed since the sensor is intended for single-patient use; the integrity of the sensor (gel; contacts; etc) is broken once it is removed from patient use., corrected data: additional information d4 model # was updated from 4248 to 4248-3.

Event description:
The customer reported inaccurate psi readings. No patient impact or consequences were reported.